Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary artery drug eluting stent treatment procedure, the stent delivery system could not cross the lesion. There were no reported patient complications or injuries. However, the returned product confirmed stent damage. The index procedure was treating an unknown lesion located in the lad (left anterior descending) artery. The taxus express2 drug eluting stent system could not cross the lesion. The procedure was completed with another of the same device.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The device was returned for analysis. The distal end of the device was inspected and damage was found on the tip and stent. Four segments of the entire distal end of the stent were damaged. The device was examined along the entire shaft length and no defects or anomalies were found. The most probable root cause of this event is operational context.